Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant, the physician experienced placement difficulty while attempting to place the left ventricular (lv) lead. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.